Event description:
The manufacturer received information alleging ventilator service required errors occur. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log confirmed the errors. The obm pc board and interface were replaced. The base was replaced due to an observed crack. The device passes all tests.